Event description:
The patient felt a warm sensation in and around the implantable neurostimulator pocket during recharging. The pocket area was not red. The implantable neurostimulator recharger wasn't turning off. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.